Event description:
It is reported that a customer's mother called to inquire about a recall on her son's insulin pump. The patient's blood glucose level was at 170 mg/dl. The mother stated they did not have the insulin pump with them at the time of the call and has no information on the pump. The customer was advised to call back once they had more information on her son's pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).